Manufacturer narrative:
B3 - date of event - the date of event is unkonwn. (B)(6) 2024 have been used as a placeholder d4 and h4 - without a lot# the manufacturing and expiration dates are unknown. E1 phone number - not provided.

Event description:
A complaint involving a 115" (292 cm) 20 drop blood set, bifuse w/200 micron filter, hand pump, remv 2-gang 4-way nanoclave¿ stopcocks, spin luer, 1 ext experienced separation on an unknown date. It was reported the IV line broke off mid case. There was patient involvement, and unknown human harm. In addition to the documentation mentioned above, a sample picture has been provided to ICU medical showing two devices that were broken off.

Manufacturer narrative:
One photograph was provided by the customer for investigation, the complaint of "IV line broke off mid case" can be confirmed from the photograph provided. No ac234 product samples were returned for investigation. The device lot history was not reviewed, no lot number information was provided. A probable cause cannot be identified based on the information that has been provided.